Event description:
It was reported that an ilet pump¿s housing split apart at the screen bezel, and the patient denied dropping the device; a replacement was arranged and the patient was instructed on shutdown, return, and restart procedures, with data not transferring to the replacement. Symptoms included elevated blood glucose, with a reported maximum of 189 mg/dl for approximately 30 minutes, and no acute clinical effects. Outcomes included no need for medical intervention, no use of backup therapy, and no ketone testing. Investigation included collection of use history and event details with plans for device return. Investigation of this case revealed a screen bezel separation consistent with a hardware enclosure defect affecting the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was a product mechanical issue related to component integrity.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.